Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus deliveries. The customer's blood glucose (bg) level was over 340 mg/dl and a correction bolus was delivered to address the bg level. The customer would perform infusion set site changes in order to resolve the occlusion alarms.